Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: one power on reset event was observed in the black box. The returned battery cap had stripped threads and was unable to fully attach to the pump. The battery compartment was cracked above and below the bumper pad. Power on reset was duplicated using the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration testing; no power on reset event was duplicated during this time. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, damage to the pump case was observed near the up key and the case seal. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.